Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii limb was implanted as part of the endovascular treatment of a 64mm aaa .  It was reported during the index procedure, a damaged non mdt stiff guide wire pulled the tapered tip of the endurant delivery system off.  The patient required a cut down and a snare was used to remove the detached tip.  Per the physician the cause of the detachment was the damaged guidewire.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion; the delivery system returned without the detached taper tip assembly. Multiple kinks were observed along the graft cover. On disassembly of the handle the taper tip hypotube was confirmed to have pulled out of the backend t-tube. Visual inspection of the backend t-tube under uv light confirmed there was no evidence of glue in the ports or in the lumen. There was no evidence of glue in the middle member porthole when inspected under uv light. Dimensional measurements on the stent stop assembly were as follows: ID 0.055-inch (pass); specification is 0.054-inch - 0.058-inch. Port hole ID 0.052-inch (pass); specification is 0.049-inch - 0.055-inch. Back-end tube ID 0.053-inch (pass); specification is 0.0525-inch ¿ 0.0545-inch. Back-end port holes (proximal and distal) ID 0.055¿inch, 0.055-inch (pass); specification is 0.047-inch ¿ 0.057-inch. The reported detachment in-vivo was confirmed through analysis. Pin gauge cal # (B)(4) and (B)(4). B5; additional information received : it was reported the cut down was performed at the common femoral artery. The tapered tip was not attached to the hypotube , when the delivery system was removed the tapered tip was still in the patients body. The non mdt stiff guidewire was noted to have a kink. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: during the procedure, upon withdrawal, the taper tip along with the inner lumen which is overmolded came detached from the delivery system. From the fluoro images, it suggests that the inner lumen is still attached to the overmolded taper tip after the delivery system had been removed. An introducer sheath was inserted at some point during the case to aid in retrieving the taper tip while maintaining hemostasis. While the wire/taper tip lumen was gripped to withdraw (probably unrecognized that the inner lumen was still on the wire), at some point within the sheath, the taper tip came detached from the lumen. In looking at the fluoro images, prior to taper tip detachment from the overmolded taper tip, it may seem to suggest that the spiral cut inner lumen has some separation suggesting external forces as a potential cause for it during withdrawal causing the detachment. The introducer sheath returned was inspected for the taper tip but it was reported as not found, however it is very possible that it may have fallen out in the or. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film analysis the reported tip detachment could not be confirmed on the limited films provided; therefore the cause of the event could not be determined. Procedural angiograms showing the removal of the device were not available for a thorough assessment of the reported event. While the cause of the event could not be determined based on the provided images, it is possible that the damaged non-medtronic guidewire may have contributed to the reported event, but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.